Manufacturer narrative:
Event date: exact date unknown, event occurred six month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.